Event description:
The customer states that in 2004, a negative axsym bhcg result of <5.0miu/ml was reported on a pt that tested positive using a rapid hcg test (method not provided) at the end of the year 2003. In about a month, an ultrasound was performed which showed that the pt was nine weeks pregnant (plus or minus one week). No impact to pt management was reported.